Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure that on the fourth firing the device fired halfway down the staple line with properly formed staples the second half of the staple line the staples were either deployed malformed or not deployed at all. Reverse was not needed to remove the device. Staple line was then over sewn, and the surgeon used the 2nd stapler that was already open to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformance's / manufacturing irregularities] were identified.